Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm had the cannula break off. The following information was provided by the initial reporter : the customer reported that the needle npe was broken and stayed with the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-25. H6: investigation summary one sealed safety pen needle sample and a pen injector along with four photos were returned from lot. No. 0203709, cat. No. 329705. Visual examination was carried out on the sealed sample and no issues were observed. A piece of cannula was observed in the septum of the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples returned this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm had the cannula break off. The following information was provided by the initial reporter : the customer reported that the needle npe was broken and stayed with the pen.